Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The clamp did not hold the pins well. Upon inspection of the equipment, the rocker arm did struggle to maintain the skull pin in place. Once the skull clamp was applied, there wasn't an issue with starting the procedure. There patient contact but no patient injury. No revision/medical intervention was required. There was no delay in surgery. Additional information was requested.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: complaint trend. Results: a two year look back for this reported failure and or related to "clamp did not hold the pins well" for this product family shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: the device was not released for evaluation; therefore, the root cause to the end users experience could not be determined.